Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited loss of capture. Programming changes were made. Patient condition was stable.